Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 4.00x32mm synergy ii drug-eluting stent was advanced for treatment. However, when the device was being delivered inside the guide catheter, it was noted that the strut got slightly lifted. The procedure was completed with another synergy stent. No patient complications were reported.